Event description:
It was reported that during service and repair pre-testing, it was discovered that the compact speed reducer device ¿had driveshaft that did not rotate." The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.